Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: meter memory not working. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2013).

Event description:
Consumer complaint of hi glucose blood result showing in meter memory. Reviewed meter memory shows results of hi and one other result in 300 mg/dl range. Customer states he never received results of hi or 300 mg/dl. No adverse event reported.